Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on (B)(6) 2007, exhibited elective replacement indicator (eri) with a charge time measurement exceeding normal limits. This device was subsequently deactivated due to the patient's move to hospice. There were no reported adverse patient effects associated with these clinical observations.

Manufacturer narrative:
To date, information suggests that this device has been electrically re-programmed to monitor only. This device has not been explanted or returned to the boston scientific crm post market quality assurance laboratory for analysis purposes. As new information becomes available, this report will be further evaluated and updated.